Event description:
Journal article was received containing information on a total of 820 patients which were treated with 236 endeavor drug-eluting stents, 246 endeavor resolute drug-eluting stents and 505 non-mdt stents. Dissection occurred with 6 endeavor and 1 patient implanted endeavor resolute drug-eluting stents. Of the 820 patients 6 expired; 3 cardiac deaths and 3 unknown causes. Mi occurred in 6 patients which included 3 with stent thrombosis. Revascularization was performed in 46 patients.

Manufacturer narrative:
Results: inherent risk of procedure (revascularization, myocardial infarction, dissection, thrombosis and death). Conclusions: inherent risk of procedure (revascularization, myocardial infarction, dissection, thrombosis and death). (B)(4). Date of events could not be verified. Date of implant could not be verified. Date of deaths could not be verified (notify date entered for report submission purposes).